Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The tracker was returned for analysis. Functional testing found that the tracker had galling inside, causing mating issues with instruments. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was an issue with one of the site's navlock. The instrument was not accepting any instruments and also damaged two other instruments. It left grooves in the metal which prevents them from sliding into the shaft correctly.